Manufacturer narrative:
The pump was received with a blank display due to a corroded electronic assembly/motor. They were unable to verify the button error alarm due to the blank display. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer reported via phone call that he had dropped the insulin pump in the pool. Customer put the battery back as it was outside drying. Customer stated that he got a button error alarm. Customer's blood glucose was 222 mg/dl. Customer stated that the alarm occurred right after the pump was exposed to moisture. Customer was advised that the pump will need to be replaced. Customer was advised to discontinue use of the pump and to revert to a back-up plan.